Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Patient reported, right side recall. And "lump", shows strong reverberation. And the elastomer is wavy, calcifications, rupture and granuloma. Via ultrasound and mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g2, h6.

Event description:
Patient reported right side recall and "lump", shows strong reverberation and the elastomer is wavy, calcifications, rupture and granuloma via ultrasound and mammogram. Healthcare professional later reported implant exchange due to the patient's concern with the product. Device has been explanted.

Event description:
Patient reported right side recall and "lump", shows strong reverberation and the elastomer is wavy, calcifications, rupture and granuloma via ultrasound and mammogram. Healthcare professional later reported implant exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Calcification: observed. Rupture: no observed. Granuloma: unable to observe as it is not related to the manufacturing process. Wrinkling: observed. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side recall and "lump", shows strong reverberation and the elastomer is wavy, calcifications, rupture and granuloma via ultrasound and mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.